Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulse field ablation catheter, the procedure was aborted after transseptal device usage due to minor pericardial effusion. When the physician was delivering pulsed field ablation to right superior pulmonary vein (rspv), brief runs of atrial tachycardia and transient hypotension were noted. The physician evaluated cardiac function with intracardiac echocardiography (ice) and noted a small pericardial effusion in posterior left atrium. The patient was under general anesthesia. No medical or surgical intervention was needed to prevent permanent impairment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files containing an image and a video were returned and analyzed. The files showed choppy signals. In conclusion, the reported noise/interference was confirmed through data analysis. The reported clinical issue of pericardial effusion occurred during the procedure and could not be confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b2, b5, d10, h6 continuation of d10: product ID: non-medtronic product product type: product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: radiofrequency (rf) needle product ID: non-medtronic product product type: guidewire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that intracardiac echocardiography (ice) was used prior to the start of the procedure and indicated that there was no pericardial effusion prior to the start of the ablation. There was also noise on the catheter after the second pulsed train. Pharmacologic intervention was used to treat the hypotension.